Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was shattered on the left corner; however, the contact did not remember how the screen became shattered. Reportedly, the pump is still functional. There was no impact to the customer's blood glucose level. It was indicated that the customer will continue to use the pump for continued insulin therapy.